Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19's while attempting loading multiple cartridges. The customer's blood glucose level was 230 mg/dl. The customer was to contact a healthcare provider to obtain a backup method to use to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.